Manufacturer narrative:
(B)(4). Batch # n5780k: additional information was requested and the following was obtained: was the plastic piece from the cartridge? Yes. If yes, what was the color or shape of the plastic piece? No information. Was the plastic piece from the device? No. The analysis found that one pcee60a device was returned with no apparent damage and with one ecr60b cartridge reload not loaded on the device. The reload was received fully fired and broken in three parts. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open pneumonectomy, a plastic part was broken off when the cartridge was taken off from the device after the 3rd firing. Also, the cartridge pan was left in the jaw. The cartridge color was blue. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.